Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that cardiac resynchronization therapy defibrillators (crt-d) exhibited high out-of-range (oor) shock impedance measurements on the right ventricular (rv) lead. In addition, a slight increase in average impedance was observed, accompanied by increased variability. Additional information was received indicating that the cause of the out of range (oor) impedance measurements is physiological, and the clinical plan for this patient is to continue monitoring. No adverse patient effects were reported. This device remains in service at this time.